Event description:
Bag found leaking contents after it was prepared in the pharmacy IV hood at the junction of the middle port. This has happened to at least a few other bags in the recent past, another lot number has been identified. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Is the product compounded? Yes.